Event description:
The subject rf head was used during two implantation procedures of ICD on (B)(6) 2016. During each implantation procedure: normal behavior of rf telemetry was observed until the ICD was connected to the leads. Reportedly, when performing tests, the rf head had one or no blinking light, and the signal could not be improved even when changing the position of the rf head. Therefore, the user switched to inductive telemetry (with sterile protection). Upon re-interrogation of the ICD, the rf telemetry was recovered, and a message was displayed stating that a device reset had occurred and the device had been re-initialized.

Manufacturer narrative:
Preliminary analysis results showed that the subject rf head behaved as expected.

Event description:
The subject rf head was used during two implantation procedures of ICD on (B)(6) 2016. During each implantation procedure: normal behavior of rf telemetry was observed until the ICD was connected to the leads. Reportedly, when performing tests, the rf head had one or no blinking light, and the signal could not be improved even when changing the position of the rf head. Therefore, the user switched to inductive telemetry (with sterile protection). Upon re-interrogation of the ICD, the rf telemetry was recovered, and a message was displayed stating that a device reset had occurred and the device had been re-initialized.